Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: france. It was reported that two (2) patients with abdominal wall infections with monomax. All med watch submissions related to this report are: 3003639970-2017-00551, 3003639970-2017-00566.